Event description:
It was reported that the patient's generator and leads were explanted "previously" due to the reported infection. It was also reported that the patient's surgeon assessed the likely cause of the patient's infection was "twiddling" with the device, manipulating the device. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient developed an infection in the vns pocket which resulted in 6 weeks of IV antibiotics. A review of the device history records indicated the generator passed quality tests and was sterilized per functional specifications prior to distribution. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.